Manufacturer narrative:
The automated impella controller (aic) controller was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Event description:
The complainant reported during prep, the automated impella controller (aic) displayed yellow alarm purge fluid not detected. The console was therefore exchanged. There was no reported patient harm.

Manufacturer narrative:
The investigation for the reported console (aic) purge issues has been completed. The aic was returned for evaluation. Upon functional testing of the aic, the piston was blocked/dirty and the purge cassette was unable to deair. Data logs were reviewed which also confirmed that de-airing step could not be completed at the time of piston blocked log entries. Therefore, the root cause of the purge issues was likely due to a block piston cause by glucose ingress. Added-h6 impact code 4629.